Event description:
The customer reported that the system's memory was full and would not save images. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The pt data was cleared. The sys was tested and operates as intended.